Event description:
Report received from the use stating that the "foot pedal plug in front had pulled out and the wires were exposed." The device was not being sued during surgery, it was found during routine inspection. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.